Event description:
Customer reportedly received results outside the meter measurement range (10-600 mg/dl) on the aviva system (meter, strip lot number 300432, expiration date 03/31/2008). Results received were 603 and 606 mg/dl. The customer did not provide the location of the discrepant results. No high blood symptoms reported. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The suspect product is the aviva meter.